Event description:
Customer reported discrepant low troponin I (tni) result with the triage vs. Lab analyzer. Reported discrepant low tni result with the triage cardiac panel vs. The lab analyzer. Samples run as wb edta on the triage; serum on the lab analyzer. No information on the original clinical presentation of the patient. Customer did not perform serial draws or do any additional testing. She cannot provide the final outcome or whether or not any treatments or interventions were performed, though she did say that nothing was done based upon the triage results. Patient's diagnosis: hyperglycemia.

Manufacturer narrative:
Investigation pending.